Manufacturer narrative:
(B)(4).

Event description:
A consumer whose indication for use were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor reported that she experienced a loss or change of therapy. It was indicated that her therapy was not working in the past 6 weeks. It seemed gradual but then all of sudden it got much worse. She was not feeling stimulation and the therapy was not on. Patient services instructed patient to turn stim back on and issues resolved. The patient was going to leave the stim on program 3 at 1.05v and see if she got symptoms relief. If additional information is received, a follow-up report will be sent..

Manufacturer narrative:
(B)(4)

Event description:
Additional information received in response to follow-up reported that the patient had accidently turned it off. However, the issue was not resolved as the patient could not turn it back on. It was noted that she had been told to change the batteries, which she had done recently. Nothing was resolved and she was having problems like before the device was installed.